Event description:
It was reported that biomed had a arctic sun device with no flow but inlet pressure was -5.0 and circulation pump was 59 percentage. Coming in for assessment. Per sample evaluation results received via task on 16sep2024, it was reported that the arctic sun device chiller compressor was freezing up. This indicates low freon in the system.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Chiller compressor is freezing up. This indicates low freon in the system. Replaced chiller. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.